Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the onetouch ultramini meter powers off during use. The medical surveillance specialist (mss) was unable to reach the pt for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The pt said the issue started about a week before contacting lifescan. It was alleged that the pt took his usual dose of diabetes medication due to the issue. He said that he treats his diabetes with pills, diet and/or exercise. He said that sometime after the issue started he had cold chills and felt shaky. He said he had food and/or drink as treatment for the symptoms. According to the troubleshooting performed with customer service, it was not the first time the product was being used. There was no misuse of the product. Based on the information provided the batteries do not need to be replaced. Although details of the pt's treatment and management of diabetes is unk this complaint is being reported because the pt alleged the meter was powering off during use and suffered symptoms indicative of hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.